Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the non-pacer dependent patient present in the clinic for a routine follow-up high, out-of-range, pacing lead impedance was noted. The physician has elected to monitor the patient.

Event description:
New information received notes that the lead was capped due to fracture.